Event description:
Doctor reported defective implant at tooth site 45. Doctor's assistant confirmed by phone that the implant seem to be uneven when using the driver. According to doctor's assistant the implant connection was damaged. The procedure was completed using another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Email address unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One full osseotite® tapered implant 4 x 10mm (fnt410) was returned for investigation. However, one unknown driver was reported but not returned. Visual evaluation of the as returned product identified signs of use but no apparent signs of damage/malfunction. Functional testing was not performed due to the nature of the device and reported event (damaged drive feature). Pre-existing patient conditions, tooth location and x-ray images are irrelevant to this investigation. Picture evaluation: pictures were not provided and no other information was provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h ¿ july 2021 / instructions for use for biomet 3i kits and instruments (pzbdinstrp) rev. D - sep 2020. Information identified: warnings and precautions. Per the applicable IFU, it is stated that surgical instruments and instrument cases are susceptible to damage for a variety of reasons, including prolonged use, misuse, and rough or improper handling. Care must be taken to avoid compromising their performance. DHR review: DHR review was completed for the subject lot number (2019080034). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. However, DHR review could not be performed for the unknown driver as the lot number was unknown. Complaint history review: complaint history review was performed for the reported lot number (2019080034) for similar events (complaint category keywords: damaged drive feature) and no other complaint was identified. However, complaint history could not be reviewed for the unknown driver. Post market trending review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, implant malfunction did not occur and the reported event was unconfirmed. Additionally, driver malfunction could not be verified since the driver was not returned.

Event description:
No further event information is available at the time of this report.